Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implantation of right atrial (ra) lead, the lead became dislodged. The ra lead was repositioned and remains in use. No patient complications have been reported as a result of this event.